Event description:
Patient was initially implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. A surgical revision was performed on (B)(6) 2023 to place a new ipg in a new, smaller pocket location to restrict movement of the device and correct communication issues. On (B)(6) 2023 the firm was notified that the patient had been admitted to an acute facility due to suspected infection at the incision site. A full system explant was performed on (B)(6) 2023 due to the suspected infection.

Manufacturer narrative:
During follow-up investigation with the patient, it was noted that the patient reported removing the post-op surgical dressing and leaving the incision site open to air immediately upon returning home from the procedure on (B)(6) 2023. It is likely that the patient failure to follow instructions for post-op wound care directly contributed to the development of the infection and subsequent need for explant.